Event description:
A report was received stating that the "drill broke up during surgery, 2 drills broke up same place same event." No patient impact was reported. No additional information was available on follow-up.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Report confirmed based on the event. No evaluation was performed, as the device was not returned. If the device is returned in the future, product analysis may be performed. The manufacturing records were reviewed and no deviations were noted. No additional information was available on follow-up. The user manual contains the following warning "do not use excessive pressure, such as bending or prying, on attachments or dissecting tools. This may cause tool to bend or break and cause injury to patient, operator and/or operating room staff." (B)(4).